Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Visual inspection found lead returned in 2 segments, with lead severed ~147mm from the terminal end. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and high thresholds. The lead was attempted to reposition but was unsuccessful. The lead was removed and a new lead implanted successfully. No additional adverse patient effects were reported.